Event description:
A malfunction was reported with a malfunction code, prompting technical support to assist the customer in resetting the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and since the code did not recur, the customer was advised to continue using the pump and to call back if the issue reappears.